Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03832. It was reported the pt's scs ipg was scheduled to be relocated to a better location; however, pre-operative testing showed the scs ipg was non-functional and the scs lead had invalid impedance values. Subsequently, both the scs ipg and scs lead were explanted and replaced which resolved the issues.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.